Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A visual inspection showed no signs of physical damage. Valve actuation, teach pumps, system air leak, touch screen tests all passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the material, and process controls were within specification. It appears that this pt was hospitalized twice for peritonitis. Between hospitalization, the pt was administered intravenous antibiotics. Eventually, the pt's peritoneal dialysis catheter was removed and the pt was started on hemodialysis. The peritoneal dialysis catheter is not a fresenius manufactured product. According to the peritoneal dialysis registered nurse, both cases of peritonitis infections were the same. In addition, the peritoneal dialysis registered nurse indicated there was 1 peritonitis infection spanning from (B)(6) 2014 to (B)(6) 2015. There was no documentation in the medical record that shows a causal relationship between pt's liberty cycler and her diagnoses of peritonitis.

Event description:
Peritoneal dialysis (pd) pt reported they had peritonitis and was hospitalized. The symptoms leading up to this hospitalization included abdominal pain and cloudy fluid in the bag. Later, it was reported by a peritoneal dialysis (pd) nurse that the peritonitis was due to touch contamination and the only cultured organism was staphylococcus epidermidis due to lack of aseptic technique. This was, according to the pd nurse, one peritonitis episode which lasted from (B)(6) 2014 to (B)(6) 2015 and included two hospital admissions. The pt was hospitalized form (B)(6) 2014 and from (B)(6) 2015 for presumed, recurrent peritonitis. The pt's pd catheter was removed. Culture taken (B)(6) 2015 resulted in no organism growth and the pt was discharged from the hospital on (B)(6) 2015.